Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was also reported the patient experienced ineffective pain control from the event.

Manufacturer narrative:
Analysis of the catheter found procedural non-conformance; the catheter body had significant twisting in multiple areas of segment 2 that may have affected infusion. Damage was also seen on the proximal end of segment 2 that indicated a break. The break that occurred was noted to likely be due to the result of the twisting. Per analysis photos, damage was seen on one of the retaining ring fingers. (B)(4).

Event description:
It was reported there was catheter break located at the proximal segment. It was noted that the pump had been flipped and confirmed. An x-ray was done. There was a partial replacement (spinal segment remains implanted; pump segment explanted) on the day of report. It was noted that there was brisk retrograde flow of cerebral spinal fluid (csf) observed from the existing spinal segment therefore only the pump proximal segment was replaced. It was noted that there was a product issue. The patient had recurrence of 40-60cc fluid collection at pump pocket site for ¿several months¿ which necessitated aspiration with a needle and syringe; ¿suture ties broke and pump repeatedly flipped inside pump pocket. The catheter broke approximately 1cm above sutureless connector which was verified by x-ray prior to catheter replacement. It was noted that invitro the proximal segment appeared twisted in a spiral. Symptoms associated with the event were seroma and less than 50% therapy relief. The patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering bupivacaine. Additional information received reported the only symptom the patient reported was no pain relief.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.